Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, foreign material was found inside the sterile package. The 90% stenosed lesion being treated was located in the non-calcified, average tortuous mid right coronary artery (rca). After removing the stent protector from the 2.75x32mm taxus express2 drug eluting stent, a metal fragment or fiber fell out of the sterile packaging. The procedure was completed with this 2.75x32mm taxus and a 3.0x28mm taxus. The physician stated there was no problem with the device. No pt complications were reported. Pt status reported as "good".